Event description:
It was reported via clinical trial that the first target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis. Predilatation was performed prior to placement of the 3.0 x 28 mm study stent. Resulting lesion stenosis after stenting was 0%. The second target lesion was located in the proximal right coronary artery (rca) with 70% stenosis. Predilatation was performed, then repeated attempts were made to pass the target lesion using a 4.0 x 18 mm study stent. The shaft kinked due to unexpected resistance, but the procedure continued in an attempt to deliver the stent. However, the shaft separated at the site of the kink which was outside of the patient's body. Shaft separation was reported to be due to relatively poor support of the wire and the guiding catheter. The subject was not injured as a result of this malfunction. Predilatation was performed prior to a second 4.0 x 18 mm study stent being successfully implanted. Resulting lesion stenosis for the lesion site was 0%. The site reported an event of myocardial infarction (mi) with an onset of (B)(6) 2009, 1 day post index procedure. Post procedure cardiac enzymes were noted to be elevated. Troponin elevation was consistent with protocol definition of mi. No action was taken to treat this event. On (B)(6) 2009, the subject was discharged on aspirin and clopidogrel. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is listed as a known adverse event of coronary stenting in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The two 4.0 x 18 mm promus stents are being filed under separate medwatch report numbers.

Event description:
Boston scientific crm received information that during the implant procedure, following the placement of this right atrial (ra) lead, the patient developed a pericardial effusion which required pericardiocentesis. The patient did not become symptomatic, however developed low blood pressure and tachycardia. The placement of this ra was good initially and then the threshold became intermittent. The physician felt that the position was anterior and may have caused the effusion. The lead was successfully repositioned and the patient left the procedure room in a stable condition.